Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to extend and retract. The right ventricle lead was not used. There were no patient consequences reported.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found the bent helix clogged with blood. X-ray examination of the helix mechanism found a bent stretched helix, consistent with procedure damage. X-ray examination and electrical testing were normal with no anomalies found. The cause of the reported event was due to blood clogging the bent helix at the helix region, consistent with procedure damage.

Event description:
New information noted that the right ventricle lead helix visibly was bent.